Event description:
The customer reported repeated failure to power up as expected. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported repeated failure to power up as expected. There was no report of pt involvement or adverse pt impact. The philips filed service engineer evaluated the device and resolved the issue by replacing the control pca.